Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. It was reported that the option-lok male adapter of the tubing set was connected to the patient's IV access site. At an unspecified time, it was reported that the male adapter of an unspecified syringe was connected to the proximal clave y-site of the tubing set to deliver an unspecified antibiotic IV push. It was reported that the nurse attempted to deliver the medication but could not deliver the medication through the clave port. It was reported that the nurse disconnected the syringe from the clave port. At this time, the clave port separated from the y-site. It was reported that an unspecified volume of solution leaked and bleed back was noted in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.